Event description:
Note: this report pertains to the second of two reported malfunctions, which occurred during the same procedure. Refer to MFR report #300599803-2008-0xxx, for a description of the first malfunction. It was reported that during the attempted clip deployment, when the clip was opened, "one of the jaws hyperextended." The procedure was completed using a third resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The july 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.